Event description:
Implants were changed in 12/86, because of malposition to this type implant. The pt developed severe worsening asthma following implantation. In addition, the pt also complained of fatigue, arthralgias & cramps & discomfort in the left chest wall with pulling tight feeling. She has a class ii contracture on the left. Xeromammogram examination & ultrasound shows that the left side is ruptured while the right side is intact. In addition, the pt also has two silicone-laden lymph nodes in the left axilla which have been preoperative needle-localized for excision. Because of rupture pain contracture & silicone adenopathy, it is medically necessary to remove these implants.